Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product issue. The investigation determined the reported difficulties were likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the lower extremity. Pre-dilatation was performed with a 5x150mm and 6x150mm unspecified balloons at 8 atmospheres for 2 minutes. First an unspecified supera was deployed without issue. Then a second supera was to be advanced to the lesion and implanted. As the supera stent was being deployed, only part of the stent came out as the thumbslide was pushed several times, but the remainder of the stent was not able to be released. The supera device was removed under fluoroscopy and another non-abbott stent was used to successfully complete the procedure. It was noted that there were no issues with the thumbwheel. There was no adverse patient sequela or clinically significant delay. No additional information was provided.